Manufacturer narrative:
The defective device will be sent to the depot for further investigation and repair. As soon as new information becomes available, a follow-up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the us. It was reported that the rotaflow was inspected due to a pump failure and during the check of the device, it was found that the rotaflow had a ¿head error¿. The device will be sent to the depot for repair. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required in USA. Complaint ID: 1504613